Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), bladder perforation ('perforation: fallopian tubes and bowl/bladder') and intestinal perforation ('perforation: fallopian tubes and bowl/bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included multiparous and penicillin allergy. In 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort") and uterine malposition ("shifted uterus"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, bladder perforation, intestinal perforation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, pelvic discomfort and uterine malposition outcome was unknown. The reporter considered abdominal pain, bladder perforation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, intestinal perforation, pelvic discomfort, pelvic pain, uterine malposition and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes. Essure insertion date provided in pfs ((B)(6) 2013- discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Patient¿s demographic details, medical history reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes essure insertion date provided in pfs ((B)(6) 2013- discrepancy) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event " injury" is replaced with "pelvic pain", events- "abdominal, general abnormal bleeding, perforation: fallopian tubes, plaintiff did not undergoes essure confirmation test", patient information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), bladder perforation ('perforation: fallopian tubes and bowl/bladder') and intestinal perforation ('perforation: fallopian tubes and bowl/bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort") and uterine malposition ("shifted uterus"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, bladder perforation, intestinal perforation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic discomfort and uterine malposition outcome was unknown. The reporter considered abdominal pain, bladder perforation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, intestinal perforation, menorrhagia, pelvic discomfort, pelvic pain, uterine malposition and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes essure insertion date provided in pfs ((B)(6) 2013- discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received: new events- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, bowel perforation, bladder perforation, shifted uterus, discomfort , were added. Event onset dates were added. Lawyer was added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), bladder perforation ('perforation: fallopian tubes and bowl/bladder') and intestinal perforation ('perforation: fallopian tubes and bowl/bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". In 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort") and uterine malposition ("shifted uterus"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, bladder perforation, intestinal perforation, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic discomfort and uterine malposition outcome was unknown. The reporter considered abdominal pain, bladder perforation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, intestinal perforation, menorrhagia, pelvic discomfort, pelvic pain, uterine malposition and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, perforation: fallopian tubes essure insertion date provided in pfs (20-may-2013- discrepancy) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.